Event description:
Injury (patient/other): no. Device possibly involved in injury: no. Device available for examination: yes. Complaint: valve leaking. Affected component article no.: / -. Affected component lot no.: additional informations: description of issue (what / why): valve leaking. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-9050a. Procedure performed by: ewimed employee. Procedure performed at: home. Replacement requested: no. Credit requested: yes. Additional information: information on the defect: defect location: valve. Defect type: leaking. (B)(6) 2024: 2nd follow-up comments (rec): as per event description "safety valve broken / damaged / disconnected: if yes was there any damage noticed on catheter valve? - yes. Was the valve cracked or broken? - not known. Was the valve disconnected from the catheter - yes. If yes, was the clamp open when valve disconnected from the catheter? - no. Lot number associated with reported issue. - has already been reported date of the event - has already been reported. Where is the catheter located? Abdomen or chest - aszites. Is there a photo or sample available showing the reported issue? - has already been reported. Was additional medical intervention/medication required? If yes, please explain - has already been reported / no. What was the impact to the patient? - has already been reported / none.

Manufacturer narrative:
H10: one valve sample and one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the internal valves were pulled out of alignment and pushed through the valve housing. We are unable to confirm the cause. No other observations or failures confirmed because of a review of the provided photos. Although we can confirm a failure with internal valve placement, we are unable to determine when the failure occurred. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Date of receipt: 25 october 2024. Injury (patient/other): no. Device possibly involved in injury: no. Device available for examination: yes. Location: 2 - during application. Origin: patient. Complaint: valve leaking. Additional informations: description of issue (what / why): valve leaking. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken / damaged / disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no impact to patient. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Additional information: information on the defect: defect location: valve. Defect type: leaking. 22-nov-2024: 2nd follow-up comments (rec). As per event description "safety valve broken / damaged / disconnected: if yes. Was there any damage noticed on catheter valve? - yes. Was the valve cracked or broken? - not known. Was the valve disconnected from the catheter - yes. If yes, was the clamp open when valve disconnected from the catheter? - no. Lot number associated with reported issue. - has already been reported. Date of the event - has already been reported. Where is the catheter located? Abdomen or chest - aszites. Is there a photo or sample available showing the reported issue? - has already been reported. Was additional medical intervention/medication required? If yes, please explain - has already been reported / no. What was the impact to the patient? - has already been reported / none.